Manufacturer narrative:
The customer¿s report of a free-flow was confirmed. Review of the pcu event log showed that the user did not program the intended 30 minute duration. Instead, after entering the ordered drug amount and diluent volume, the user accepted the guardrails prepopulated infusion parameters, which set the duration at 10 minutes and the rate at 300ml/hr. The increased flow rate and decreased duration contributed to the perception of a free-flow event. During functional testing the pump module marginally failed rate accuracy testing; however, the actual error was not enough to contribute to a perceived free-flow event. The event administration set was not returned for investigation. The root cause of the perceived free-flow event was user programming; the user did not enter the correct duration of the infusion.

Event description:
The customer reported that the med/surg department had a free flow event involving an alaris pump during a primary infusion of hydralazine 10mg = 0.5ml mixed in 50ml normal saline bag at 100ml/hr for 30 minutes.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a free flow event involving an alaris pump. There was no report of patient harm.